Manufacturer narrative:
H3 other text : not returned.

Event description:
The user facility reported that the device disassembled during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.